Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds noted on the right ventricular (rv) lead and that the implantable pulse generator (ipg) had premature battery depletion. The lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.